Event description:
Boston scientific received information that the right atrial (ra) lead exhibited a low out of range impedance measurement of 200 ohms with loss of capture. It was noted that sensing for the ra lead has historically been low. Insulation damage is suspected. A revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the right atrial (ra) lead was surgically abandoned over three years later for oversensing of noise and undersensing. No adverse patient effects were reported. No adverse patient effects were reported.